Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007 and the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited an unexpected charge time increase, however, within the extended charge time limit measurement. Technical services discussed advisory status and replacement indicators. To date, no adverse patient effects were reported with this clinical observation. The device was later explanted for normal battery depletion. The device was returned for reliability analysis.